Event description:
Customer went to the emergency room in 2002 due to concerns with the readings pt was getting from the freestyle meter. Pt felt the meter had been giving readings which were lower than expected. A blood glucose test was done at the hosp with a result of 500 mg/dl. Hosp administered insulin to the customer based on this result.